Manufacturer narrative:
Per tandem user guide: ensure that your transmitter ID is programmed into the pump before you use the system if you receive a warranty replacement pump. The pump cannot communicate with the transmitter unless the transmitter ID is entered. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, the transmitter ID was incorrectly entered into the pump. Customer entered in the correct transmitter ID, and the pump and transmitter regained connection. No additional patient information was available.